Event description:
A medical director reported that the device failed to identify the patient ECG as st segment elevation myocardial infarction (stemi) during a rescue when it appeared to be so on the ECG print out. The reporter informed that this might have had significant consequences with the patient outcome since he was taken to a non-stemi center and passed away at the hospital. There were no further details on the event and/or patient provided. Physio-control was made aware that the emergency personnel medics are not allowed to read/analyze 12-lead ECG and relied exclusively on the device interpretation for patient transfers. If the device had identified the patient ECG as "acute mi suspected", then he would have been taken to a stemi center hospital and the ECG transmitted.

Manufacturer narrative:
(B) (4): a clinical review of the reported event by physio-control determined that the device use may have contributed to the patient's outcome due to use error. Per the customer protocol, the responders are prohibited from over-reading the 12-lead ECG and base the hospital triage decisions solely on the device 12-lead ECG algorithm interpretive statements. However, this practice is in conflict with the intended use of the interpretive 12-lead ECG algorithm and the product labeling. The device operating instructions state that a "computerized ECG analysis should not be used to withhold or prescribe patient treatment without review by qualified medical personnel. All 12-lead ECG interpretation statements provided by the lifepak 12 monitor include the printed message **unconfirmed**." Furthermore, analysis of the provided 12-lead ECG print out strips show a widespread st depression suggesting there might be an acute myocardial ischemia but the ECG did not meet the device interpretive program stemi criteria or the current aha/accf/hrs stemi criteria. The device operated per specifications and performed as intended. The device was not taken out of service following the incident and remains in service. Physio provided the customer the event analysis that included the manufacturer labeling recommendations to over-read the ECG. Additionally, physio suggested that the medical director change the medics stemi protocol or the institute transmission of the 12-lead ECG in order to prevent a similar recurrence.